Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient¿s right atrial (ra) lead exhibited noise over-sensing resulting in inappropriate automated mode switch (ams) episodes. Programming changes were made to resolve the issue and no patient consequences were reported.